Manufacturer narrative:
Removed e2403 and added e1205. Removed f26 and added f08 and f12.

Event description:
A customer reported an occlusion alarm. The situation led to hospitalization due to a blood glucose level of 900 mg/dl. In response, they received intravenous treatment of saline and insulin, which resolved the issue. The customer was released (B)(6) 2025 with no permanent damage and issue resolved.